Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with a scratched screen. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log could not be downloaded, so it was not examined. To further investigate, a power up test was performed. Customer problem was duplicated. The device was powered up and alarmed ec1660 which is an issue with processor on the circuit board. The circuit board and the worn latch lock will be replaced.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1660, and the cassette lock was worn. No patient was involved in this event. No adverse effects were reported.